Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: a complete lead was returned to the MFR and analyzed. Visual analysis noted compression damage, discoloration and signs of twisting. The lead failed functional testing, with contacts 1 through 7 measuring as open and contact 8 testing out of specification. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt (belgium) rec'd an scs sys, including a percutaneous lead, on (B)(6) 2011. It was reported the lead was explanted and replaced due to unacceptable impedances and, subsequently, a loss of stimulation. No pt complications were reported as a result of this event.